Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that had a fibrous particle was found inside a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag during inspection. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between march 08, 2018 to march 11, 2018. The device was received for evaluation. Visual inspection was performed and revealed a white floating particle inside the fluid pathway. The reported issue was confirmed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.